Event description:
Noted that the flow was set to 0.3-0.4 lpm with no flow running through the bubble humidifier. Readjusted the humidifier, increased the flow and only when it was greater than 0.5lpm did it show that flow was running through the humidifier.